Event description:
It was reported the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was 381 mg/dl at the time of admission. It was reported the customer had nausea and was vomiting from their high blood glucose. Customer was treated with fluids and an insulin drip. The customer was advised to call back to in order to troubleshoot for their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.